Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported in the article when plugs fly out. A persistent leak was reported along with residual leak. The pt went under laao with 3mm watchman device. Tee after 3 months showed persistent peridevice leak, hence the decision was made to pursue percutaneour closere. A 6fr multipurpose guide catheter was advanced over the wire and a 16 mm amplatzer vascular plug-ii (avp-ii) was delivered. After adequare tug test and no flow by angiography and tee doppler, the device was deployed. The next morning, the patient complained of numbness and pain in his left lower extremity. Physical exam revealed loss of dorsalis pedis, posterior tibial, popliteal pulses. Fluoroscopy confirmed the avp2 plug had embolized to the left common iliac artery. Multiple attempts were made to snare the device but were unsuccessful. The plug was then stented over to exclude it from obstructing circulation. A visi=pro stent was deployed and post dilated with a balloon with excellent distal flow.

Manufacturer narrative:
As reported in a research article, an amplatzer vascular plug ii embolized the day after it was placed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.